Event description:
The customer¿s mother called to report pod was activated on (B)(6) 2012 and her son¿s blood glucose was in range (no actual bg or time was provided) for the rest of the day. The morning of (B)(6) 2012, when he woke up his bg had gone up to 300 mg/dl with large ketones. He was fasting at the time. Using the pdm bolus calculator mother gave him a correction bolus of 4.80 units of insulin. About an hr later she checked his bg level it was at 400 mg/dl. The pod was then deactivated and he was given a manual injection of insulin (dosage not reported). When the device was removed the caller noticed the cannula appeared to be bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the bent cannula or determine whether it contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were reviewed and all acceptance criteria were met. The omnipod user¿s guide warns ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.¿ it advises ¿if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider¿s guidelines.¿